Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, when getting access difficult puncture was noted by the physician. Post procedure, the patient developed a hemothorax, where it was noted that the internal thoracic artery was punctured, confirmed by computerized tomography (CT). The patient required emergency thoracotomy and coagulation treatment was required.  The ipg system remains in use. No further patient complications have been reported as a result of this event.